Event description:
It was reported that during interrogation of the device, an error message occurred. The device could not be interrogated. There were no adverse consequences as there was no patient involved.

Manufacturer narrative:
The field complaint of loss of interrogation was confirmed. Analysis of the device image indicated that memory corruption occurred. Further testing was performed by reloading the product code and all tests results were normal. Memory corruption could not be reproduced. As a result of this finding, (B)(4) is performing further investigation.